Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "that the right breast was smaller. Right implant completely deflated." And exchange from textured to smooth implants due to the patient¿s concern of the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left implant possibly leaking and exchange from textured to smooth implants due to the patient¿s concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed opening on the device ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ white particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left "particles in valve".

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.2; h.6.